Manufacturer narrative:
At the time of report issuance, we are currently attempting to contact the initial reporter to determine use of the device at the time of event. Product was not returned to MFR. Based upon the lot info provided by the reporter, the last shipped date for this product lot was may 2009. Eval of complaints received for this item found the problem was isolated to this one lot. The product design for this item was changed from a two-piece construction to a one-piece construction.

Event description:
Pt was in the hospital for surgery. During surgery, the bur broke off in pt just below ng tube in sinus. The oral surgeon was not able to remove, as it was noted it would have done more damage to remove than to leave in. The pt was advised and signed form on incident.